Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 enhanced full height cubie drawer on auxiliary 1, drawer failed. A field service engineer (fse) found that the drawer slides were sticky, causing the user to pull too forcefully and extend the drawer beyond its limit, resulting in a broken retractor band. Replaced two drawer slides and the retractor band using a replacement provided by the customer, as it was not available in fse inventory. Drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.